Event description:
The dialysis center reported that three unused dialyzers recently failed the pre-processing leak test. There was no pt involvement with these events. The user facility could not provide any add'l info regarding individual event details and no samples were retained.